Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that right atrial lead exhibited loss of capture. It was noted that the lead dislodged. The lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that right atrial lead exhibited loss of capture and unspecified over-sensing. It was noted that the lead dislodged. The lead was explanted and replaced. The patient was in stable condition.